Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user has no more hearing sensation. No trauma has been reported. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient has had no further hearing sensation with the device since (B)(6) 2018. It is unknown whether a trauma has occurred or not. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information from the field damage to the active electrode due to excessive mechanical stress appears very likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Reportedly reimplantation is considered but no date has been scheduled yet.

Event description:
The recipient had no more hearing sensation with the device since (B)(6) 2018. No trauma has been reported. Re-implantation is considered but not yet scheduled.